Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the identity and definitive root cause of the foreign material could not be determined. It is possible that the foreign material was present due to insufficient cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the distal end surface had foreign material stains due to insufficient cleaning or handling of the scope. It was also observed that the knob in all directions were shaved. It was observed that the switch box had a dent. It was also observed that the air and water cylinder had discoloration. It was also observed that the light guide lens had a crack. It was observed that the connecting tube had buckling. It was also observed that the adhesive around objective lens has a crack. It was observed that the distal end was shaved. It was lastly observed that there was corrosion on the left arm of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii duodenovideoscope is leaking. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the distal end had foreign material stains which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.